Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable pacing impedance around 1000 ohms with an abrupt increase to >3000 ohms at the end of the recording period. The impedance test during follow up showed values >2500 ohms in configuration lv1 tip to can as well as lv1 tip to lv4 ring. The analysis of the provided iegm episode from (B)(6) 2024 revealed artifacts on the lv channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead impedance went up more than 3000 ohm on this ra lead and an alert was send via hm. The lead currently remains implanted. Should additional information be received, this file will be updated.